Event description:
It was reported that during the implant attempt, the physician felt resistance when loading the guidewire into the lead. When removing the wire, damage to the distal end of the wire was noted. The lead was then removed and a new lead was implanted with a new wire. No patient complications have been reported as a result of this event.